Manufacturer narrative:
Per review of additional information received regarding the alleged event, bd has determined that this MDR was initially reported in error as this event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the probe clogged after a scallop operation. There were three attempts to unclog the probe manually without success (with a force-feeding syringe). The probe had to be changed. The device was not retained however when the probe was removed, the service team opened it with a scalpel. A tiny clot of blood was found in the light of irrigation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the probe clogged after a scallop operation. There were three attempts to unclog the probe manually without success (with a force-feeding syringe). The probe had to be changed. The device was not retained however when the probe was removed, the service team opened it with a scalpel. A tiny clot of blood was found in the light of irrigation.